Event description:
It was reported that during an unknown procedure, a piece fell into the abdomen of the patient. They retreived the piece. Used a new device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 05/13/2008. Info anticipated, but unavailable at this time.